Manufacturer narrative:
A device history record was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. No sample was provided for evaluation. A memorandum has been attached to this complaint file detailing other test performed in the site to similar detachment reports. No corrective actions will apply since failure mode has not been confirmed to any manufacturing issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding set. The customer reports experiencing an issue with an enteral feeding pouch, the pouch started to leak a few minutes post procedure. There was no patient injury and no medical intervention.